Event description:
During a laparoscopic appendectomy, the surgeon went to staple the appendix with the device. It did not turn on or work; it seemed that the battery did not work. The stapler was easily removed from the site and a new stapler was used. No concerns for the patient and surgery was completed as scheduled.